Event description:
The customer reported that during acl reconstruction surgery on (B)(6) 2013, the 8 x 28mm biosteon screw ((B)(4)), lot 1212ph2311, was damaged. Initially, it was reported that the operation was completed successfully, although without indication whether or not it was with the initial device, and equivalent device, or an alternative device. Info requested by the distributor multiple times from operating surgeon, no response.

Manufacturer narrative:
Suspected root causes: based on the info available, possible suspected root causes are: use of damaged or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over bent guidewire.